Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There were no motor error alarms on the insulin pump and the device functioned properly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's father reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was over 500 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motor error alarms in the last 30 days. Customer received the motor error alarm during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.